Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported they had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer doesn't sure he leading event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 noted in the formatted history file due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.